Event description:
Problems with artglass metal units. Survival rate of 25% after 5 years. Artglass dental products are defective and unreasonably dangerous. All rptr's pts with artglass-metal units having problems. Rptr has spent hrs and hrs to repair fractured artlass units. Some pts lost their dental implants.